Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cultures resulted negative for growth, the patient is being treated for peritonitis and expected to undergo a pd catheter replacement. Potential causes of culture-negative cases are antibiotic administration prior to peritoneal fluid cultures, suboptimal handling or processing of cultures or culture techniques, or the presence of fastidious organisms, afb, or filamentous fungi. Additionally, a lack of response to therapy should prompt consideration for catheter removal after 5-7 days. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2025 a peritoneal dialysis registered nurse (pdrn) reported a deactivation effective date as (B)(6) 2025 due to this peritoneal dialysis (pd) patient being diagnosed with peritonitis and losing his pd catheter (not a fresenius product). Additional details were obtained through follow-up with the patient¿s pdrn. It was confirmed the patient did not have any peritonitis event in (B)(6) 2024 (verified in case the initial report was an incorrectly reported year). The patient was seen in the pd clinic on (B)(6) 2025 and had pd cultures obtained. No signs or symptoms were known during follow-up. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures resulted negative for growth. It was determined that the patient would have the pd catheter replaced. The patient is currently completing back-up hemodialysis (hd). The patient is scheduled to have the pd catheter removed and replaced on (B)(6) 2025. The cause of the peritonitis was not determined. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 05/feb/2025 a peritoneal dialysis registered nurse (pdrn) reported a deactivation effective date as (B)(6) 2025 due to this peritoneal dialysis (pd) patient being diagnosed with peritonitis and losing his pd catheter (not a fresenius product). Additional details were obtained through follow-up with the patient¿s pdrn. It was confirmed the patient did not have any peritonitis event in (B)(6) 2024 (verified in case the initial report was an incorrectly reported year). The patient was seen in the pd clinic on (B)(6) 2025 and had pd cultures obtained. No signs or symptoms were known during follow-up. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The cultures resulted negative for growth. It was determined that the patient would have the pd catheter replaced. The patient is currently completing back-up hemodialysis (hd). The patient is scheduled to have the pd catheter removed and replaced on (B)(6) 2025. The cause of the peritonitis was not determined. No additional information was available.